Event description:
A female patient contacted customer support to report that the response button on the front of her monitor was sticking. Support is sending another monitor to the pt.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor has been completed. The sticking response button was confirmed. When the button was depressed it would intermittently stay depressed rather than springing back into normal position. The root cause of the stuck switch is currently under investigation and has not been determined to this date. The monitor was replaced. No adverse event resulted from the faulty response button. The pt received a replacement monitor.